Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images depicting the obstruction were submitted. Although, a specific cause for the outflow graft obstruction could not conclusively be determined, the account contributed it to fluid margin from the driveline. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The hm3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26feb2016. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 of the IFU, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was stenosis within the graft protector on the left ventricular assist device (lvad). A secondary finding was a long, moderate stenosis within the graft protector in the CT (computed tomography) diagnosis on (B)(6) 2021. Stenosis was probably caused by the fluid margin in the driveline. Stenosis was treated with double stenting on (B)(6) 2021 without complications. Therapy with clopdigrel was then initiated. There was no flow drop at the lvad alarms. It was a prolonged hospitalization, surgery and echocardiography were performed. The event was resolved on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images depicting the obstruction were submitted. Although, a specific cause for the outflow graft obstruction could not conclusively be determined, the account contributed it to fluid margin from the driveline. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 26feb2016. The hm3 lvas IFU contains information on preparing the sealed outflow graft and cautions the user not to rotate/twist the graft. The IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document states that following the de-airing process, the bend relief must be slid over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place, and warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.